Event description:
Pt was revised due to dislocation.

Manufacturer narrative:
Examination was no possible, as the products were not returned. A search of the complaint database found no prior reports for all the reported implant product and lot number combinations. A two-year search of the instrument product number found no prior reports for this problem. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.